Event description:
Caller reported a cartridge alarm occurred during pumping. Blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Cts assisted the caller in loading a new cartridge using the correct technique, allowing the caller to successfully resume insulin therapy, and the issue was resolved.